Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicate that the surgeon implanted a 12.1mm, vticm5_12.1, -11.0/2.5/107 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation : lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens. Presence of residue on lens surface was also observed. (B)(4).